Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported continued rust in the lumen. It was unknown if the malfunction was found during a procedure or at reprocessing. This involved an olympus cysto-nephro videoscope. There was no patient injury reported.